Manufacturer narrative:
Intuitive surgical, inc. (Isi) will not be receiving the reload as it was discarded by the user. Therefore, the root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. Device history record (DHR) review for the device involved with this complaint has been completed. No non-conformances were identified to be related to this complaint. This complaint is being reported due to the following conclusion: a fragment of the stapler reload fell into the patient. The broken piece was retrieved and no patient harm was reported. However, it is unknown what caused the breakage.

Event description:
It was reported that during a da vinci total benign hysterectomy surgical procedure, a piece of the blue reload cartridge was stuck in a staple and it fell inside the patient. The fragment was retrieved during the same procedure with another instrument. On (B)(6) 2016, intuitive surgical inc., (isi) contacted the clinical sales representative (csr) who was present during the procedure and confirmed the following; he stated that the reload was initially not seated correctly and was not recognized. The customer reseated the reload and then fired the stapler successfully. After firing, the surgeon noticed a small blue fragment of the reload had fallen into the patient. The fragment was retrieved by the surgeon's assistant with the cadiere forceps instrument. It was also mentioned that the tissue in the stapler jaw was small and did not fill in the whole cut line of the stapler. The stapler reload was scrapped and hence unavailable for failure analysis. The procedure was completed and no adverse outcome or injury was reported.